Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead was tested again and the measurement was stable. It was noted that the patient was experiencing mild fatigue possibly due to a change in pacing due to the device reaching elective replacement indicator. On (B)(6) 2017, the asymptomatic patient presented in clinic and upon interrogation, the lead impedance was high. Re-testing the lead gave normal measurements. All other lead measurements were normal. X-ray was performed and no visible issues were noted. No device intervention was performed. Patient was stable and will continue to be monitored.